Event description:
It was reported that the connector at the pump-cartridge interface was leaking after a shower, and the user believed the connector had been slightly unfastened during pump removal; the event was characterized as a leakage at the seal involving the connector component. Customer care provided support that included education focused on the pump's water resistance. Investigation of this case revealed a fluid leak attributed to the connector/seal area, with cause traced to a component-level issue at the connector. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to the connector/seal.